Manufacturer narrative:
The syphilis reagent expiration date was not provided. The e601 module serial number was (B)(6). The qc was within range. The customer considered the reactive elecsys syphilis result to be correct. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys syphilis assay performs within specifications.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys syphilis assay on a cobas 6000 e601 module. Initial result: 11.74 coi. 1st repeat result: 11.26 coi (tested after centrifugation). The sample was repeated on a 3rd party platform, resulting in the following: 2nd repeat result: 0.276 (interpreted as negative). 3rd repeat result: 0.297 (interpreted as negative). 4th repeat result: 0.252 (interpreted as negative). The sample was repeated using a rapid test strip, and the 5th repeat result was positive. No questionable results were reported outside the laboratory.